Manufacturer narrative:
Additional narrative: UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. (B)(6). The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The manufacturing location was unknown. The serial number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during a total knee replacement surgical procedure, it was discovered that the (non-sterile) battery device fell out due to a defective catch holding the cover of the battery in place. The device was used together with the sagittal saw attachment device and the sterile cover device. It was reported that the event occurred during use on a patient. According to the reporter the issue with the catches had been seen before, but had never resulted in this type of event. The reporter stated that the malfunction appeared to be a combination of a design defect and possibly the mechanism that was damaged during decontamination. The reporter stated that there was no actual injury to the patient, however; there was a risk of infection. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter filed an adverse incident report to the (B)(4). All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.